Manufacturer narrative:
The device was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that the device showed over usage or incorrect handling. Also, during functional evaluation it was observed that the detector¿s internal green white wire were damaged close to the sensor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that the readings provided were lower than expected. Customer indicated that there was no patient harm associated to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that the readings provided were lower than expected. Customer indicated that there was no patient harm associated to this event.